Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels mid-way. The user did not lower the laser power but did let off the foot pedal (noted to not be immediate); this helped slowly dissipated the pixels. The user noted the blue pixels as artifact and continued with the ablation. There were no patient complications reported in relation to this event.